Manufacturer narrative:
Eval was completed and the customer's reported condition of the failure code 810:11 was confirmed to have occurred in the event history of the device. Operational tests were performed and the device functioned properly. No physical damages were found upon internal inspection of the device. The pump was found to be within specs and the reported failure which is related to air in the line could not be confirmed upon inspection of the device. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
The device was returned from customer for service for a reported failure code 810:11. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.